Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve (inside a previous surgical valve) after the valve/delivery system exited the sheath, it was noticed that there were two bent struts on the frame of the valve. There was significant resistance met during device advancement through the sheath that was remedied by pulling back on the sheath about 2 inches while at the same time advancing the delivery system forward. The decision was made to proceed, and the valve was successfully implanted. Upon sheath removal, it was noticed that there was a split in the sheath. The groin was closed successfully. No vascular/annular complications were noted.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-05208. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The was not returned for examination. Imagery was received that found the mid-sheath shaft was torn through the hdpe material. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a damaged sheath and resistance issues were confirmed empirically through imagery review. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. Available information suggests that procedural factors (high push force) likely contributed to the event as significant resistance was reported during system advancement. It is possible that additional push forces were used to overcome the associated resistance, resulting in damage to the sheath. In the case of a challenging pathway (calcification, tortuosity), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the sheath hdpe, leading to a tear when compounded by excessive push forces. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. However, insufficient information was provided with respect to patient anatomy. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The reports for difficulty advancing the commander delivery system with a sapien crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra).